Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively the patient experienced pain. The right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds. It was noted that the rv lead was dislodged. The ra lead and rv lead were reprogrammed. The ra lead was repositioned and remains in use. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.